Event description:
The customer confirmed the procedure was 64 minutes long and length of case was not affected; missing cap was not discovered until case completed. Patient was still intubated. Anesthesia was not prolonged. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure. No other device was connected to the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover was easier to be detached from the subject device by influence of the following: chemical such as anti-fog agent, etc. Adhered to the distal cover then the cover was broken by chemical attack, the cover was attached to the device insufficiently, and/or during the procedure, the distal cover received stress such as friction from twisting/pushing/pulling in the patient¿s body, contact with mouthpiece, etc. However, a root cause of the failure could not be specified. The event can be detected and prevented by following the instructions for use which state: "operation manual chapter 4 - 4.1 states detection method. Operation manual chapter 3 - 3.5 states preventive measures.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviewed and followed the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspected the distal cover prior to attachment. The facility used care when attaching the distal cover, so that it does not crack. The facility stated that the staff is experienced at applying the distal covers. However, they want to ensure that the staff remain comfortable with the process of attaching the distal cover and confirming it is securely attached. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, no chemicals were administered orally to the patient before device inspection, and there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: chemicals were applied directly to the distal end of the endoscope. Chemicals were administered through the cannula during endoscope insertion. Endoglide+ is typically used as a lubricant on the distal end of the scope and contrast is also used through the sphincterotome during the procedure. Anti-foaming agents, anesthetic sprays, or defoamers are not added to the water container. Per the facility, although it was confirmed that a crack was not observed on the distal cover before attaching it to the endoscope; it is unknown when the crack was observed. The facility also confirmed that there has been no change in the storage method of the distal covers since experiencing the detachment issue. Although the distal covers remain in their sterilization pack, they are removed from the product carton and stored in a bin, in a cabinet, in the procedure rooms.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that at the end of an unknown therapeutic procedure using this evis exera iii duodenovideoscope and single use distal cover, when the scope was removed, the user discovered that the cap was no longer on the scope. The tip was found to be missing on the initial cleaning. The patient coughed and expelled the cap after being extubated. The procedure was completed. There were no reports of patient or user harm associated with this event. The patient was seen a week post procedure for follow up without complaints or complications. The cap will not be returned, as reported, as it was not retained for investigative purposes. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.